Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause and outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with injection amikacin, 250 mg (frequency was not reported) and injection vancomycin, 1 gm, once in 72 hours (routes were not reported). It was not reported if dianeal therapy was ongoing. No additional information is available.